Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.: awaiting return.

Event description:
Our rep is reporting to us that during a rotator cuff repair with the use of an expressew iii gun, expressew iii needle and orthocord suture, a portion of the needle¿s distal tip broke off into the body at around the 6-8 pass. X-rays taken; however, they could not locate the fragment, efforts to find the fragment added 1 ½ hours onto the procedure time. The procedure was concluded successfully and they are reporting no patient harm.

Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated non-conformance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes (B)(4) complaint system revealed one similar complaint and one dissimilar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possibility is the device struck bone or hard tissue during use resulting in the breaking of the needle's distal tip. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that during a rotator cuff repair with the use of a an expressew iii gun, expressew iii needle and orthocord suture, a portion of the needle's distal tip broke off into the body at around the 6-8 pass. X-rays taken; however, they could not locate the fragment, efforts to find the fragment added 1 1/2 hours onto the procedure time. The procedure was concluded successfully and they are reporting no patient harm.